Manufacturer narrative:
The device involved has been received and an investigation is underway. The risk management files were reviewed and no new risks were identified. Rmf 0003 rev 38 line 12.32. - subsidence leading to surgical/major intervention, with explantation, involving patient with only a single level m6-c. Rmf 0003 rev 38 line 16 - dysesthesia or numbness paresthesia. Rmf 0003 rev 38 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 38 line 15 - failure to relieve symptoms including unresolved pain.

Event description:
Information provided states that an m6-c was implanted in 2017 at c5/6. The device was explanted in (B)(6) 2023 due to patient experienced neck pain, numbness in left arm, tingling into fingers and headaches. X-rays revealed lysis and subsidence. The vetrebral body above the implant was soft and unable to take acdf screw. Status of patient is standard post-op and soft collar.